Event description:
It was reported that the patient was elevated to status 2 on the transplant list for pump complication/thrombus and received a transplant. It was said the team wanted to have the pump cleaned and returned as a functioning demo after the evaluation is complete. There was no change to patient condition or anticoagulation status that may have contributed. There were no recent changes to pump parameters. A computed tomography (CT) scan was used. Imaged were not able to be provided. There were postoperative changes from the left ventricular assist device (lvad). Although evaluation was significantly limited secondary to the beam hardening artifact from the lvad, there appeared to be a large amount of thrombus within the inflow cannula causing near complete obstruction. There was mild circumferential thrombus seen throughout the outflow graft. There was bilateral upper and right middle lobe atelectasis. The patient reported low flows when sleeping. Patient was admitted and heparin drip was initiated. The patient listing status was upgraded. The patient received a heart transplant.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction (eogo). Additionally, the evaluation of the returned device was unable to confirm the reported pump thrombosis. The reported low flow alarms were unable to be confirmed through this evaluation, as no log files were submitted for review. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The remainder of the pump cable (including the inline connector) was returned, with the modular cable engaged at the inline connection point. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Approximately 4¿ of the outflow graft was returned with the outflow graft bend relief properly engaged to the graft hardware. An additional 5¿ of outflow graft material was returned. Upon removal of the bend relief, a lengthwise crease was observed in the graft material, with an accumulation of tissue noted to have filled in and formed over the crease, indicating that the crease had been present for an undetermined period of time during support. The specific cause of the crease could not be determined but the observation is consistent with eogo. A corrective action has been opened to further investigate extrinsic outflow graft obstructions. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.